Event description:
It was reported there was a speaker inoperative message. Audio was not confirmed. The device was sent in for bench repair for further evaluation. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was speaker malfunction at the time of the event. The speaker has been replaced per current process. The investigation concludes that no further action is required at this time.